Event description:
It was reported that a homecare pt experienced difficulties suctioning one (1) size 4 fen device. It is unknown how long the device was in use when the problems were detected. It was also reported that the inner cannulae were interchanged and used with non-mated outer cannulae. This is contraindicated in the MFR's device labeled instructions for use. There was one (1) pt involved and no reported injury. The device is not available for return.